Manufacturer narrative:
The date the device was returned to the manufacturer was reported as march 9, 2018 in the initial report and has been updated to march 7, 2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the neuro tip foot was fractured. Therefore, the reported condition was confirmed. It was determined that the cause of the craniotome fractured foot was caused by excessive lateral force be placed on the device causing it to fracture. The assignable root cause was determined to be due to use error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning and testing, it was observed that the craniotome foot plate was broken and missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.